Event description:
It was reported that during a gastric bypass procedure, there was excessive leaking from the trocars. When using only one insufflators, they could not maintain insufflations at all. They had to attach two units using seven bottles for a total of 1400 units to complete the procedure. A total of six ports were being used. The procedure was prolonged by one hour. The procedure was completed successfully without any impact to the patient.

Manufacturer narrative:
(B)(4). Leak test failure. Fractured clear lens. The analysis results found that device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Batch #: g9jh2n. The analysis results of device (b) found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. The analysis results found that device (c) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (d) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results of device (e) found that it was returned in good visual condition. The device was functionally leak tested and failed with the test probe inserted through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. The analysis results found that device (f) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (g) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, the lens of the obturator was found to be cracked. This finding is not related with the event reported. No incident related to the reported event was observed during the batch record review.